Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was taken to the hospital for hyperglycemia while using the infusion set. The reporter alleged the infusion set contributed to the hyperglycemia, but she could not clarify a specific reason. The patient's blood glucose level was "over 20.0 mmol/l" on the morning of (B)(6) 2017 and she was experiencing symptoms of vomiting and tachycardia. The patient's mother contacted the ambulance and she was taken to the hospital at 8:00 a.m. The patient was treated with IV therapy. The blood glucose result at the hospital was not provided. The patient returned home at 1:00 p.m. That same day. The infusion set lot number was not provided. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.